Event description:
Patient reported that for 1 ½ months, the infusion set has been leaky between the cannula housing and self-adhesive. Patient reported experiencing elevated blood glucose levels up to 300 mg/dl. Patient's normal blood glucose level was not provided. Patient reported taking correction via the infusion device and pen. Patient reported changing the needle after 2 days and the infusion set tubing after 3-4 days. Patient disposed of the alleged infusion set. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the unused infusion sets for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the infusion set cannot be verified, the material meets product specifications. Result the fifteen returned unused samples were visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.